Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the reservoir was loose in the insulin pump. The customer¿s blood glucose level was 119 mg/dl. The insulin pump was returned for analysis.